Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with no damage observed. Event history log review was performed and found 73 no disposable alarms recorded in the event log. Visual inspection, simulated use testing, and delivery accuracy testing were performed. Investigator's unable to confirm customer's stated problem of "no message (no disposable?)" In that delivery accuracy tests found the pump delivery accuracy error within the published specification of +/-6%. During investigation, three separate delivery accuracy tests were performed; and all of which were within the pump's delivery accuracy manufacturing specification. No problems were found with the delivery or accuracy of the pump. The downstream occlusion sensor was tested and measured within manufacturing specification. According to the investigation, the most likely cause of the nda alarm might be attributed to fluid not flowing from the fluid container. As per legacy operators manual: warning: ensure that the ± 6% system delivery accuracy specification is taken into account when programming the pump and/or filling the cadd medication cassette reservoir. When the medication becomes depleted the pump will alarm. Alarm is normal for patient safety. The upstream occlusion sensor has two functions. The same sensor is used to detect cassette detachment' and therefore when the cassette runs dry, the pump may display a screen message "no disposable, clamp tubing" and provide an alarm. No problem found.

Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, the pump exhibited a "no message" alarm, then a "no disposable, clamp tubing" alarm (no cassette detected, check clamp) message followed. It was reported that when the pump alarm went off, the pump was stopped, and the patient complexion became whitish and there was patient symptom. No additional adverse effect reported.